Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was a power on reset (por) error message. The patient said they tried to turn the stimulation on when they saw the por message. On the call, the patient was able to successfully clear the por message and it was noted that troubleshooting resolved the issue. No symptoms were reported. No further complications were reported/anticipated.